Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "check iab catheter" alarm issue. However, the fse observed numerous ¿check iab catheter ¿ alarms in fault log. To address the issue the fse tested the ¿check iab catheter alarm¿ and it functioned to specifications. The unit passed all functional and safety tests per factory specifications, and then was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "check iab catheter." It was also reported that the intra-aortic balloon ruptured; however, no visible" blood back" was observed to the unit. No patient harm, serious injury or adverse event was reported.